Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, this large (B)(6) y/o male patient had right hip stem implanted on (B)(6) 2019 and was removed due to loosening. A matinee was implanted to the monobloc stem. Forgot wanted a fist ally fixated stem. There was no breakage of device. Patient was last known to be in stable condition following the event. The device will not be returned due to hospital policy.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of an insufficient bond between the femoral stem and the bone, which led to aseptic (non-infected) femoral stem loosening. However, this cannot be confirmed as the devices were not available for evaluation. The most probable root cause associated with the reported event of "loosening - femoral stem" is associated with weakened integration of the femoral stem at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.